Manufacturer narrative:
(B)(4). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Event description:
It was reported that during an unknown procedure, according to lead sister, a piece of the active blade "broke off" and had to be removed from the patient. Asked whether the surgeon had hit anything, a clip for example, she said no clips were used. It is unknown how the procedure was completed.